Event description:
Caller reported an incident of hypoglycemia requiring hospitalization at a time when the aviva system was unavailable for use due to no power. A request was made for the return of the system and a replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.